Event description:
Healthcare professional reported injecting a pt with juvederm voluma xc in the oral commissures and juvederm volbella with lidocaine in the upper lip lines. Pt was taking permia and nasonex at the time of injection. About 6 months later the pt developed "hard lumps" with a "one month history of granuloma formation." Pt was treated with hylase and kenacort. The granuloma developed further to the upper lip about 3 weeks later. Symptoms have resolved.

Manufacturer narrative:
Further info from the reporter regarding event, prod, or pt details has been requested. No add'l info is available at this time. The events of "hard lumps, granuloma formation" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.